Event description:
It was reported that during pre-op for a generator replacement on (B)(6) 2016 due to end-of-service, high lead impedance was discovered. The patient's family did not wish to proceed with full revision and wanted to schedule lead revision another time. The generator was replaced in spite of the high impedance. The explanted generator will not be returned by the explant facility. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
The patient has recently been re-referred for full vns revision due to a high lead impedance that was identified back in (B)(6) of 2016. At the time of the initial high impedance reading, the patient's family opted to only changed out the vns generator and declined a full revision. It was mentioned that the patient has experienced an increase in seizures possibly due to the high impedance and possibly due to medication. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An implant form was received confirming that the patient's generator and lead have been explanted due to battery depletion and high impedance respectively. The explanting facility historically discards devices, and therefore product return is not expected. No other relevant information has been received to date.